Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs found no ventilation stop events as described by the customer and in-house testing could not reproduce the reported failure. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed an error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device data logs were returned to resmed for an extensive engineering investigation. Review of the device data logs revealed a single occurrence of system fault sf189 indicating a loss of communication with the motherboard followed by a device restart. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device stopping ventilation was due to a software issue. Review of the device logs also found the occurrence of sf180 indicating a battery charger fault. The investigation determined that the system fault 180 was due to device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed an error message. There was no patient injury reported as a result of this incident.